Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that the vela ventilator's front screen panel was not responding to input. This was found prior to patient use so there is no patient involvement.

Manufacturer narrative:
Results of investigation: the vela front panel assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. The unit was powered up for one hour and the screen worked properly. The root cause could not be identified.